Event description:
It was reported that during an atypical atrial flutter procedure a intella nav oi catheter was selected for use. During an 8-hour procedure, a third-degree atrioventricular block was detected, and the patient went into cardiac arrest. The patient was treated with a "pass" and a pacemaker was used to stabilize the patient. The patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.